Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported when asked for clarification of the patient's sepsis and if it was related to the device the patient replied "yes," they had sepsis for four months. The device didn't help. On (B)(6) 2018. Device was now working. "Hopefully correctly," the patient added. The patient also stated that the severe pains from their barstool fall and overworking in the yard had resolved. They let it heal. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that when their device was first put in they did not have symptom relief and then increased stimulation which did not help. They finally changed to program 3 at 0.6 and it was helping until the patient fell off a bar stool the week before the report, and started feeling sharp pains. It was noted the pain was between their stimulation and where the wires went in and they could not get it to stop. Patient stated they had tried every number and every program and turned off stimulation, and still had the pain. It was mentioned that two days after the implant they went septic and had to be put in the ICU for 6 days. It was further noted that before falling off the stool, the patient was out in the yard and overworking and when they stood up they had a sharp pain. It was after falling off the stool a week later, when the pain was severe. No further complications were reported.

Manufacturer narrative:
Product event summary #(fall, overworking) evaluation determined that investigation is needed because it was reported that when the patient fell off a bar stool, and when they stood up from overworking, they had sharp pains. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. A new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the issue remains unknown, and it was unclear what contributing factors led up to the event. Further follow up was initiated to obtain this information. (Sepsis) evaluation determined that there was no allegation of a device failure, but investigation is needed because the event was determined to be potentially reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of patient going septic. It is unclear what caused the issue. Further follow up was initiated to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they were in the ICU for 6 days due to c. Diff" infection. No further complications were noted or anticipated